Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing on the right ventricular (rv) lead. The patient's crt-d is a non-boston scientific product. This rv lead remains in service. No adverse patient effects were reported.